Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left knee arthroplasty on an unknown date in 2007. Subsequently, patient was revised on (B)(6) 2015 due to patient fall. All components were removed and replaced with an orthopedic salvage knee system.